Event description:
Additional information was received that pptwo episodes continued. Technical support was contacted and additional reprogramming recommendations were provided. No further intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) was detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.